Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the confirmed condition of colleague infusion pump with a battery depleted alarm that interrupted delivery was found by service in the event history. This condition was caused by depleted main batteries. The main batteries were replaced to fix the reported problem. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
The facility representative contacted baxter (B)(4) technical services to report a colleague infusion pump with a battery issue. It was later found in the event history by baxter that a battery depleted alarm interrupted delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92.